Event description:
It was reported that "32mm -4mm v40 trial head" and "no.3 left neck trial" was locked and could not be off during tha. It looks that the neck trial is locked obliquely with the head trial. The sales rep confirmed that #1 and #3 neck trial is locked that the connection is oblique.

Manufacturer narrative:
No.3 left neck trial cat# 5354-0-303, lot# unk and no.1 left neck trial cat# 5354-0-301 lot# unk was also listed in this report. At this time, it cannot be determined which, if any of these devices may have caused or contributed to the reported event. The report event could not be confirmed and a root cause could not be determined as the devices were not returned for evaluation. No lot ID information was provided either. Complaint history review found there have been other similar events, determined to be related to user misuse.